Event description:
It was reported that prior to the setup of a da vinci-assisted surgical procedure, the customer experienced an issue with universal surgical manipulator (usm) 2. Technical support engineer (tse) viewed the system event logs and noticed an error 23008 pointing to the set up joint (suj) 2 distal. The tse advised performing a hard power cycle. However, the issue persisted. The tse guided the customer on disabling armnet2 and recover the fault. There was no report of patient involvement or patient injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the distal set up joint (suj) to resolve the reported issue. The system was tested and verified as ready for use. Isi received the da vinci product involved with this complaint to perform failure analysis. The reported issue was confirmed and replicated. In system logs, errors were found confirming that the faults occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed on a golden system in normal mode where it triggered error 319 indicating node not present on startup. The unit was then installed on a testing system where it failed the defined tests with log error 1173 replicating the reported event. As a result of these findings, failure analysis concluded that the searchlight sensor pca is consistent with the reported problem and considered the potential root cause.